Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation was performed, a 2.75 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good. However, returned device analysis revealed stent damage. Device evaluated by MFR: a synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The distal section of the stent was damaged and deformed. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues. No other issues were identified during the product analysis.